Event description:
The hospital reported that at the beginning of the endoscopic vein harvesting procedure, the hemopro power supply would not power up. A replacement power supply was used to complete the procedure. The hospital did not report any pt complications. Hemopro power supply setting was 2.5 per IFU recommendations.

Manufacturer narrative:
Investigation results: the visual inspection found no non-conformities on power supply case. The functional test was performed with a reference hemopro device and hemopro d.c. Extension cable which found that green leds had not been illuminated on power supply when the power supply's switch was activated. The hemopro switch was then activated but would not energize heat on the jaw to produce energy after repeated attempts. The reported failure that the power supply would not power up was confirmed. Maquet shipped the power supply to our OEM, station, in 2009. A supplemental report will be submitted when the OEM's investigation has been completed and maquet receives the failure analysis.